Event description:
The customer contacted philips technical support team requesting assistance for a v60 ventilator that is having navigation-ring issue (nav-ring). During preventative maintenance (pm) it was identified the nav-ring was not responsive to touch. Per documentation, this issue was identified during pm, therefore no patient involvement. Additionally, no reports of patient/user harm. The unit was evaluated by philips technical team and upon further investigation, a work order was created for an authorized service provider (asp) to be dispatched to the user facility to repair device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, the customer identified the unresponsive navigation-ring, however, confirmed that the touchscreen was functioning as intended and the navigation ring malfunction did not cause settings or delivered therapy to change without user input. This event does not pose risk of patient harm or serious injury as the ventilator can be operated fully and normally through the touchscreen and would continue to provide the correct therapy. Therefore this complaint no longer meets reportability requirements.